Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to loss of stimulation following a cardioversion. After the procedure, the patient was unable to communicate the implantable pulse generator (ipg) with the remote control. Symptoms included tremor, voice tremor, and an inability to use the arms or hands due to tremor activity. Postoperatively, the system and settings returned to normal. A good therapeutic state was achieved following the replacement of the ipg. The explanted device will not be returned to boston scientific as it was retained by the facility.

Manufacturer narrative:
Correction to block h6. Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to loss of stimulation following a cardioversion. After the procedure, the patient was unable to communicate the implantable pulse generator (ipg) with the remote control. Symptoms included tremor, voice tremor, and an inability to use the arms or hands due to tremor activity. Postoperatively, the system and settings returned to normal. A good therapeutic state was achieved following the replacement of the ipg. The explanted device will not be returned to boston scientific as it was retained by the facility.